Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels ranging from 185 - 475 mg/dl. A bolus via the pump was used to address the high bg level. The customer indicated that the timed segment settings had not been entered into the pump and was the cause of the high bg.